Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a ventral hernia repair on (B)(6) 2004 and mesh was used. The patient experienced a recurrent hernia. The patient underwent reoperation on (B)(6) 2007 to repair the hernia with a different mesh. The patient stated that during the reoperation, it was found that the hernia had reoccurred around the mesh and broken through the mesh. The patient had recurring pain at the site where the hernia had occurred. This pain was associated with normal daily movements, sneezing and coughing. The patient is scheduled for a CT scan and said the physician may give her a nerve block to stop the pain.